Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased impedance and threshold measurements were observed on the rv lead. Diagnostic imaging revealed an insulation anomaly. Lead was explanted and replaced. No further information.